Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the left therapy electrode pad. The patient's doctor instructed the patient to remove the lifevest for a few days. After removing the lifevest for a few days and using an aloe vera cream, the rash improved. There were no allegations of a device malfunction contributing to the irritation.